Event description:
It was reported that during an original bunion surgery on (B)(6) 2023, the patient experienced a comminuted fracture of the first metatarsal. There were no deficiencies or malfunctions alleged/found with any tmc device and no other patient outcomes were reported as a result of this event.

Manufacturer narrative:
It was reported that during an original bunion surgery on (B)(6) 2023, the patient experienced a comminuted fracture of the first metatarsal. There were no deficiencies or malfunctions alleged/found with any tmc device and no other patient outcomes were reported as a result of this event. The fracture was repaired with non-tmc harware. Additional information indicates the patient has poor bone quality. The device history records were reviewed and no issues were identified during the manufacture and release of the devices that could have contributed to what was reported. Although a number of factors could have contributed to what was reported, the most likely cause cannot be determined. However, based on similar complaints, it is possible that operator technique (over tightening of the positioner) or the patient's bone quality may have contributed to what was reported. There were no deficiencies or malfunctions alleged/found with any tmc device. The company will supplement this MDR as necessary and appropriate.